Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user started the ilet and experienced hyperglycemia after approximately 4.5 hours of use, with difficulty delivering insulin despite visible insulin in the cartridge and no observed drops during a priming check; the user stopped pump therapy, administered approximately 10 units of subcutaneous insulin by pen, and planned to restart the pump when glucose stabilized. Symptoms included hyperglycemia, 347 mg/dl, without associated acute illness. Outcomes included temporary elevation of glucose outside the target range for about two hours, self-treatment with subcutaneous insulin, no hospitalization, and stabilization of blood glucose. Investigation included troubleshooting and education with cartridge removal and repeated drop checks. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified during remote troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.